Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and screen was completely grey. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. The customer reported that the there was a black background and grey horizontal lines on screen. The insulin pump will be returned for the analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit passed self-test and displacement test. No missing segments, partial display, grey display or lines on display noted. Unit was received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window noted.